Event description:
It was reported that the wound drain broke off in pt's knee during removal. The facility alleges that the drain was not x-ray detectable. Additional info received on 01/31/08; drain was initially placed in 2007 and removed eight days later. When pulling out the drain at the pt's bedside, the surgeon noted, that the tip of the drain was missing. There were no problems noted, when placing the drain and no perforations or sutures were made in or near the drain; no pinching or binding of the drain was noted during placement or removal. No x-rays were made to verify placement. Product was monitored/maintained by nursing personnel as this was an in-house pt. Drain removal was performed slowly by hand and no resistance was encountered during drain removal. A 2 and 1/2 inch drain section remained inside the pt's right knee and required a surgical incision to open up the knee and visually detect and remove the drain. The broken edge of the drain was described as clean not jagged.

Manufacturer narrative:
No lot number info was provided for eval and sample has not yet been received. The incoming qa records were reviewed and did not show any rejects related to tensile values. All values within the last two yrs were above those specified in the international standard for surgical drains (en1617). A precaution statement in the instructions for use specifies that when placing drain(s), care should be taken to ensure that the portion of the wound drain lies completely within the confines of the wound. Additional instructions state that to avoid the possibility of drain damage or breakage: additional perforations should not be made in the drains; avoid suturing through drains; drains should lie flat and in line with the skin exit areas; particular care should be taken to avoid any obstacles to the drain exit path; drains should be checked for free motion during closure to minimize the possibility of breakage; drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks. Baseline report previously filed.